Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported a patient with a 23mm 2800 aortic valve implanted 14 years, 10 months, was evaluated for valve-in-valve procedure due to aortic regurgitation. It was reported patient crashed earlier in the day requiring CPR, so decision was made to proceed with tavr procedure. Tavr was successfully performed with a 23mm s3ur transcatheter valve. All edwards equipment functioned as intended. However, during valve fracture with 22mm true balloon patient went into vt and CPR was performed. Patient was in stable condition leaving the cath lab post CPR.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported a patient with a 23mm 2800 aortic valve implanted 14 years, 10 months, was evaluated for valve-in-valve procedure due to aortic regurgitation and stenosis. It was reported patient crashed earlier in the day requiring CPR, so decision was made to proceed with tavr procedure. Patient presented with heart failure and shortness of breath. Tavr was successfully performed with a 23mm s3ur transcatheter valve. All edwards equipment functioned as intended. However, during valve fracture with 22mm true balloon patient went into vt and CPR was performed. Patient was in stable condition leaving the cath lab post CPR and was transferred to ICU in recovery.

Manufacturer narrative:
Added information to h6. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.

Manufacturer narrative:
H11. Corrected data- initial MDR correct g3 (initial aware date) is january 14, 2026.